Event description:
A technician reported that a patient who underwent prk developed infection / inflammation in the right eye. The date of the surgery was not reported. The vision was blurry on (B)(6) 2012. The patient was still reporting decreased vision on (B)(6) 2012. The patient had plans to see the surgeon in (B)(6). No further information will be provided by the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).